Event description:
Aseptic arthritis [arthritis]. Fever [pyrexia]. Case description: spontaneous report was received on (B)(6) 2011, from a physician regarding a (B)(6) female patient, initials (B)(6), with osteoarthritis. The patient's medical history is significant for osteoarthritis. On (B)(6) 2011, the patient initiated synvisc 2 ml injection in an unspecified joint. On (B)(6) 2011, the patient received the second injection, and on (B)(6) 2011, the patient received the third injection. On (B)(6) 2011, the patient experienced swelling. On (B)(6) 2011, the patient experienced pain and saw the physician. The symptoms were diagnosed as aseptic arthritis. The action taken with synvisc treatment was not provided. On (B)(6) 2011, the patient recovered from aseptic arthritis. Concomitant medications were not provided. The intensity for the event of aseptic arthritis was not provided. The reporting physician assessed the relationship between synvisc and the event of aseptic arthritis as defiantly related. Additional information was received on (B)(6) 2011, from the physician. The patient's medical history is significant for an anterior cruciate ligament injury of the left knee (around 1984), which resulted in mild and kellegren and lawrence grade ii secondary medial gonarthrosis with pain, fluid retention, joint narrowing, and osteophyte. The patient also has a history of treatment with pregabalin. On (B)(6) 2011, the patient received the three synvisc 2 ml injections in the left knee and had no fluid retention or other complications in the knee prior to the injections. On (B)(6) 2011, the patient started to experience discomfort in the popliteal left knee, which turned to pain in the whole left knee on (B)(6) 2011. The patient had to rest at home for the following (B)(6) days due to the pain. By (B)(6) 2011, significant pain had developed in the left knee. On (B)(6) 2011, a blood test revealed c-reactive protein of 0.05 and wbc 5500. The patient had a slight fever since the symptoms began. On (B)(6) 2011, the patient visited the (B)(6) hospital and a knee aspiration was performed. The joint fluid aspired was yellow and transparent, and the synovial fluid culture was negative. Triamcinolone and mepivacaine hydrochloride were injected into the knee as treatment. Oral nsaids were also prescribed. On (B)(6) 2011, the patient recovered from these events. The intensity for the events of aseptic arthritis and fever were not proofed. The reporting physician changed the relationship between synvisc and the event of aseptic arthritis to probably related. The relationship between synvisc and the event of fever was not provided by the reporting physician. Additional information was received on (B)(6) 2011, in the form of a qa investigation summary. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.